Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a possible inappropriate shock for atrial fibrillation (af) with rapid ventricular response detected by the cardiac resynchronization therapy defibrillator (crt-d) as ventricular fibrillation (vf). It was also noted that the right atrial (ra) lead exhibited undersensing on stored electrograms (egm). The device and lead remain in use. No further patient complications have been reported as a result of this event.